Event description:
The customer reported the system was not starting up (no boot). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.